Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose was possibly 50 mg/dl. The customer treated with a sugar tube. The customer was hospitalized for hypoglycemia. The customer was monitor in the emergency room. The customer's blood glucose was 130 mg/dl in the emergency room but was not positive. The customer was unconscious but was able to raise his arm. The customer was unable to troubleshoot during time of call.